Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and battery failed alarm. Customer stated that battery compartment was rusted. Customer also stated that they had water in insulin pump and had keypad anomaly. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display, stuck key alarm, failed battery alarm, and exposure to moisture found on (B)(6), 2022. The device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. All buttons function properly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms or alerts noted during testing. Verified the insulin pump alarmed stuck key alarm in device downloaded history on (B)(6), 2022 at time 09:33:50.000. Verified the device alarmed failed battery alarm in device downloaded history on (B)(6), 2022 at time 10:20:27.000. Device was cut open to perform visual inspection and found evidence of moisture damage on the electrical board 1 and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and corroded battery tube. Button error alarm confirmed per customer complaint and history file. Moisture damage confirmed at the electrical board 1 and harness assembly vibrator. Failed battery alarm not confirmed. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.